Event description:
The patient's ipp started to auto insufflate, and he woke up as well. As a result, the doctor moved the cystoscope in an aggressive manner. Then, he noticed a perforation of the bladder on the patient's right side. Cystoscopy afterwards confirmed coaptation of the urethra. The balloon was deflated and explanted and the patient's left side remained in. The doctor reports that the perforation was caused by the cystoscope at the end of the procedure because we never saw urine run down the u-channel sheath when using the trocars to deploy the balloon. Uromedia's device was not the cause of this event.

Manufacturer narrative:
Uromedica complaint - (B)(4).